Event description:
It was reported the pt died. No cause of death was provided, although it was reported that the death was not device related. The device was to be removed prior to cremation. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.